Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant of the implantable cardiac monitor, there were no sensing markers when implanted in the optimal position. Repositioning was discussed and the device remains in use. No patient complications have been reported as a result of this event.